Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: 014 ev3 covidien trailblazer support catheter. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure, after advancing a hi-torque (ht) command es guide wire via right femoral access past an 80% stenosed lesion in the totally occluded posterior tibial artery, a 014 non-abbott support catheter was advanced over the ht command toward the lesion with no force applied, but became stuck during the advancement. As the support catheter was also unable to be retracted over the ht command, both devices were withdrawn from the anatomy as a single unit. A grandslam guide wire was used in successfully completing the procedure. There were no adverse patient effects. While this issue caused a delay, it was not considered to be a clinically significant delay. No additional information was provided.